Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the ins was not providing stimulation and the control panel displayed end of life. The device had only been implanted for three months. The ins was explanted and replaced. The pt is doing well.